Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. This report is for unk screw compact hand/unknown lot number. Device malfunctioned intra-operatively and was not implanted / explanted. (B)(6). A 510k unknown. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2017 two compact hand screws broke. The surgery was prolonged about 15 minutes. No information available about patient condition and outcome. There was no patient harm and the procedure was successfully completed but not all broken off fragments were removed from the patient. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2017 further reporting that there is no surgery planned to remove the retained screw fragments.

Manufacturer narrative:
A product investigation was completed: the investigation has shown that the two returned cortex screws (cross-slotted recess) are broken just below the screw head; the shaft was not returned for investigation. According to the information received some fragments of the screw remained in the patient. Since the exact article and lot number is not available the present complaint cannot be further analyses and we are not able to give a conclusive statement. Based on the provided information, there is no indication for product related issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.